Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation, and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. An olympus engineer determined there was a failure of the power switch. The power switch needed to be replaced. Based on the results of the investigation, the probable cause of the power switch failure is likely due to the user using excessive force when pressing the power switch. This issue is addressed in the instructions for use (IFU): "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The power of the device could not be turned on due to the failure of the switch. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.